Event description:
The patient reported passing out on his way home from his last two refills of his intrathecal drug delivery pump causing him to get into two separate car accidents. The first occurrence was following a refill. The patient was late for a refill due to a scheduling error. The pump had been beeping. On his way home, following the refill, he passed out creating a car accident in which the patient reported minor injuries (unspecified). In july, the patient was again late for a refill (two weeks after the scheduled date). The pump was alarming. On the way home, following the refill, he passed out and again was involved in a car accident reporting minor injuries (unspecified). The drug used in the pump is morphine. At the time of the report the patient was reporting his chest was hurting and was planning on going to the ER. Additional information has been requested from the hcp but was not available on the date of this report.